Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-33, lot# va05848, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was initially reported five days after implant that the day the patient was implanted, she had a fever, tremors and was vomiting, so she went to the hospital. It was indicated that the fevers and tremors have lessened. It was noted that the patient was not getting symptom relief and could not feel stimulation. The patient was on program 1 at 7.0 v and switched to program 2 at 1.5 v and felt stimulation. Two days later it was then reported that the patient was hospitalized after her implant with a headache. The ER physician discharged the patient and indicated that the patient should return if the headache got worse. It was noted that stimulation stopped working the night of implant. The patient was on program 2 at 1.6 v, increased her stimulation up to 2.0 v and reported comfortable stimulation. Two and half weeks after implant, it was then reported that program 3 was working for the patient, but this morning she ¿woke up soaked,¿ and it was noted that the patient had no stimulation sensation. The patient had a follow-up appointment with her physician on (B)(6) 2013. It was then reported that the patient had tried all of the programs and none of them have helped. The patient moved back to program 1 and increased stimulation to over 3.0 amplitude, which was high for her. The patient was still wetting the bed and had no falls, traumas, or other medical procedures. It was noted that the device stopped working for the patient about three weeks ago and she had continuously changed programs since implant. It was indicated that when the patient was in the ER after implant, it was believed to be due to an anesthesia reaction. A month after implant, it was then reported that the patient was on program 1 at 5.8 v and felt no stimulation. It was noted that program 1 was the only program that ¿works when it is working.¿ it was noted that the patient had increased stimulation up to 3.3 v a couple of nights ago, felt stimulation, but when she went to bed, it was gone. The patient kept increasing and still felt no stimulation, even not at 5.8 v. Supplemental information received reported that the cause of the event was due to an issue with the lead. Abnormal impedances were reported for electrodes 0 and 3. No surgical intervention was taken or planned, but the patient was reprogrammed on (B)(6) 2013. The patient symptoms were noted as increased leakage and no stimulation. The patient did not require hospitalization and outcome was reported as no injury and recovered without sequelae.